Event description:
Event description guidant received information that this pacemaker, which is on an advisory, could not be interrogated during an attempted implant. The initial interrogation was good but subsequent attempts were unsuccessful. Another device was implanted without issue. The unused device was returned for analysis.